Event description:
Two lesions were treated, one stent ensp35018x was implanted in the mid left circumflex and one (ref MDR 2953200-2008-00338) stent in mid lad. On the same day as implant, the patient suffered a hemopericardial bleed. It was reported that the provocation of the bleeding event was pci instrumentation. The bleeding event led to the patient requiring surgery. The investigator assessed that the event was not related to the study stent or to the study procedures. Please note that this device is not distributed in the united states.

Event description:
Two lesions were treated one stent ensp35018x was implanted was implanted in the mid left circumflex and one (ref MDR 2953200-2008-00338) stent in mid lad. On the same day as implant the patient suffered a hemopericardial bleed. It was reported that the provocation of the bleeding event was pci instrumentation. The bleeding event led to the patient requiring surgery. The investigator assessed that the event was not related to the study stent or to the study procedures. Please note that this device is not distributed in the united states.

Manufacturer narrative:
Lack of information.